Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this pacemaker. Technical services (ts) reviewed the data and noted right ventricular (rv) capture was unable to be confirmed and noted pacemaker mediated tachycardia (pmt) episodes. It was also noted the patient experienced syncope. No additional adverse patient effects were reported. This pacemaker remains in service.